Manufacturer narrative:
Article citation: thornburg, b., desai, k., hickey, r., hohlastos, e., kulik, l., ganger, d., . . . Salem, r. (2017). Pretransplantation portal vein recanalization and transjugular intrahepatic portosystemic shunt creation for chronic portal vein thrombosis: final analysis of a 61-patient cohort. Journal of vascular and interventional radiology, 28(12). Doi:10.1016/j.jvir.2017.08.005. A review of the manufacturing records for the devices could not be conducted because the lot #s remain unknown. The devices remain implanted so no engineering investigation could be performed. (B)(4).

Event description:
This information was received through the literature article, "pretransplantation portal vein recanalization and transjugular intrahepatic portosystemic shunt creation for chronic portal vein thrombosis: final analysis of a 61-patient cohort." It was reported 5 patients experienced recurrent pv/tips thrombosis during follow up. Four recurrent pv/tips thrombosis were detected at or before the 1-month follow-up venogram. In 4 patients tips revision and recanalization was attempted and was successful.

Manufacturer narrative:
Additional information patient identifier: patient identifier was updated to the gore event number. (Other patient identifiers were unavailable) date of event: the date of event was updated to the date the literature article was accepted. (Date of event was unavailable)